Event description:
It was reported by service report that the head right siderail was bent; it would not lock in upright position, and could not be lowered. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent / damaged head right siderail.